Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2018, wherin the ipg was explanted and replaced for an unknown reason. Therapy has been restored

Event description:
Further follow-up indicates the ipg was replaced due to patient not charging their ipg. Effective therapy has been restored.